Manufacturer narrative:
Device evaluated by MFR.: the synergy ii des detached stent was received for analysis, however the delivery system was not returned. An examination of the stent revealed it was severely stretched and damaged. Based on the condition of the stent it was not possible to confirm that the stent was a synergy ous mr 2.50 x 20mm.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 2.5mm x 20mm target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon unpacking, it was noticed that the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 2.5mm x 20mm target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon unpacking, it was noticed that the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.